Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure the right ventricular (rv) lead had the following issues: dislodgement and poor pacing. It was also reported the lead position was changed multiple times but the parameters were not ideal and the lead was removed and replaced. No patient complications have been reported as a result of this event.